Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after the surgeon had closed patient during the initial implant, flows through the left ventricular assist device (lvad) significantly dropped off. A transesophageal echocardiogram (tee) of the left ventricle was requested and it was determined that the flow through the device was being limited. The heartmate 3 pump was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed via the image provided by the account from the reported heartmate 3 to heartmate 3 pump exchange. The submitted image revealed a clot in the distal portion of the inlet tube. The clot surrounded the inner diameter of the inlet tube and appeared adhered. The clot did not appear fully occlusive. The texture, origin, and duration that the clot was present in the device could not be determined through this evaluation; however, this formation could have contributed to the reported low flow alarms. Additional information, including product return availability, was requested from the account; however, no further information has been provided at this time and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. B) contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7, alarms and troubleshooting," outlines all visual/audible alarms and the action(s) to take in the event one occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Low flow hazard alarms were observed during the event.